Event description:
It was reported there were high impedances, greater than 4000 ohms, on electrodes zero and one. It was noted when the pocket was opened the lead wasn¿t attached to the battery and the screw looked visibly inside the head of the battery. It was stated the doctor tried removing the screw with the screwdriver and the screw refused to come out and allow for a replacement. Reportedly, after many attempts the screw would not back out of the battery to allow the doctor to re-insert the lead. The physician asked that they use a new battery, so the battery was replaced. It was noted there were no patient symptoms and the patient¿s status was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va05fum, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_wrench_acc, product type: accessory. Product ID: 3889-28, lot# va05fum, implanted: (B)(6) 2013, product type: lead.(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: as received the ins setscrew was backed out to far into the tecothane connector module. Very light setscrew impression was observed on the # 0 connector of the lead, which may indicate that the setscrew was not sufficiently tightened to the lead. This could not be confirmed since the lead and the ins were not connected when received. The lead had been severely twisted, which may have contributed to the lead disconnecting from the ins. Final device analysis of the lead revealed the following: the lead had been severely twisted, which may have contributed to the lead disconnecting from the ins. Very light setscrew impression was observed on the # 0 connector of the lead, which may indicate that the setscrew was not sufficiently tightened to the lead. This could not be confirmed since the lead and the ins were not connected when received. Final device analysis of the wrench accessory revealed the following: there were no anomalies found.